Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event was found to be consistent with pre-analytical sample handling issues.

Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and qc recovery data provided was acceptable. The field service engineer (fse) replace a bent and dirty sample probe, adjusted the sample and reagent probes, adjusted the gear pump pressure, replaced the cuvettes and lamp, adjusted the blank cell water distribution in the cuvettes, and performed a hardware check and qc successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable tp2 total protein gen.2 results for 1 patient sample on a cobas pro c 503 analytical unit. The initial tp2 result was 6 g/l. The customer questioned the result as it did not match the patient's previous result and was prompted to repeat the sample. The repeat result was 54 g/l. No questionable results were reported outside of the laboratory.